Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that one month after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. The pt presented with redness at the pocket site and there was pus present on the wound. The pt was hospitalized and administered antibiotic treatment. The s-ICD remains implanted and in service. No additional adverse pt effects reported.